Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, deformation, white biological tissue, and cloudiness/bubbles in the gel was observed after autoclave cycle. A weight test of the explanted material was verified and the device was within specification. Based on the device analysis the final assessment was no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, and "rippling." Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, and "rippling." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, and "rippling." Device has been explanted.